Event description:
It was reported the patient is post bypass and the atrial lead appears to have extra pacing spikes. When the telemetry head is over the device ventricular safety pacing occurs. A lead dislodgement is suspected, lead was left in place and a temporary pacemaker is used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient is post bypass and the atrial lead appears to have extra pacing spikes. When the telemetry head is over the device ventricular safety pacing occurs. A lead dislodgement is suspected, lead was left in place and a temporary pacemaker is used. No patient complications were reported as a result of this event. It was later reported that the atrial lead was repositioned to address the dislodgement and the lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.